Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced drain complication encountered message from the liberty select cycler in drain 0. The patient was advised to discontinue treatment and do a stat drain, but reported they were still in pain when the drain was bypassed into a fill. It was reported that the patient's pain previously occurred as well. It was reported that the patient's spouse was taking the patient to the hospital as a result of the pain. Upon follow-up with the patient's peritoneal dialysis registered nurse (pdrn) reported that the patient was brought to the hospital for the abdominal pain. It was determined the pain was drain pain in the initial drain; however, it was unknown why the pain intensity was so bad. The patient was discharged from the hospital. The reported drain complication resolved, and the patient continues to complete pd therapy utilizing the liberty select cycler without issues. No further information was provided.